Event description:
It was reported that this lead was surgically abandoned due to impedance measurements over 3000 ohms, high capture thresholds and fracture. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem h6. Device codes.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem. H6. Device codes.

Event description:
It was reported that this lead was surgically abandoned due to impedance measurements over 3000 ohms, high capture thresholds and fracture. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.